Manufacturer narrative:
One sample was returned. Three samples were not returned. One sample was dvd/photo only. There was one case with a method code of testing of actual/suspected device (10), analysis of production records (3331), a results code of operational problem identified (114), and a conclusion code of cause not established (4315). There were two cases with a method code of analysis of production records (3331), device not returned (4114), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of analysis of production records (3331), device not returned (4114), a results code of deformation problem (3211), and a conclusion code of cause not established (4315). There was one case with a results code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 65 years. There were 1 male patient, 0 female patients and 4 unknown gender.

Manufacturer narrative:
Additional information provided in h.6. And h.10. Updated investigation findings: one sample was returned. Three samples were not returned. One sample was dvd/photo only. There was (B)(4) case with a method code of testing of actual/suspected device (10). There were (B)(4) cases with a method code of analysis of production records (3331). There were (B)(4) cases with a method code of device not returned (4114). There was (B)(4) case with a method code of analysis of data provided by user/third party (4112). There was (B)(4) case with a results code of results pending completion of investigation (3233). There was (B)(4) case with a results code of operational problem identified (114). There were (B)(4) cases with a results code of no findings available (3221). There was (B)(4) case with a results code of deformation problem (3211) and inappropriate material (202). There were (B)(4) cases with a conclusion code of cause not established (4315). There was (B)(4) case with a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).